Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the construct during use.

Event description:
On 10/12/2022, it was reported by a sales representative via email that an ar-1588btb-2j tightrope ii btb transfer suture that is loaded into the wire loop would not pass through the button. This was discovered during an unspecified procedure on (B)(6) 2022. Case was completed with another ar-1588btb-2j tightrope ii btb. Additional information requested.